Event description:
In 2006 the lay-user/patient contacted lifescan alleging that her one touch ultra meter had a power or battery issue. The medical affairs specialist mailed a letter to the patient eight days later since she could not be reached by telephone. The patient claims that she was last able to test on the meter three month earlier. On an unknown date/time, the patient developed symptoms of being "shaky, nervous, and dizzy". The patient did not test when she had the symptoms. It is unknown if she did not test because of the power/battery issue or if she just chose not to do so. She was taken to the hospital and treated with "glucose". The meter, test strips and control sulution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to use the meter due ot the power/battery issue. The patient may have had a delay with self-treatment, thereby she developed symptoms, went to the hospital, and received medical treatment for hypoglycemia.